Event description:
Customer reported that pitocin 30mu/500ml ns was set to infuse at 2ml/hr (dose: 2munits/min); however, when the nurse checked the patient an hour later, the entire bag had infused. The baby had some rhythm variances and deceleration. Both mom and baby were transferred to the ICU. The mother was subsequently discharged. The baby was transferred to (B)(6) the following day and remained there as of (B)(6) 2014.

Manufacturer narrative:
(B)(4). No device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.